Event description:
Pca pump set at 10mg but ran in at double the dose, machine at 30mg when rn came back into room and stopped pump. No apparent pt injury. Pt received 20mg instead of 10 mg of demerol over a 10 min period.